Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, mastalgia, ¿volumetric increase,¿ nodules, and ¿lymph nodes in the axillary cavus presenting discrete thickening of the cortical.¿ the device remains implanted.

Event description:
Healthcare professional reported left side rupture, mastalgia, ¿volumetric increase,¿ nodules, and ¿lymph nodes in the axillary cavus presenting discrete thickening of the cortical.¿ the device remains implanted.

Event description:
Patient additionally reported left side ¿breast enlargement¿, fever and seroma. Biopsy noted "inflammatory background." The device has been explanted.